Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil detached unexpectedly inside the catheter after only a small portion of the coil had exited the catheter. The coil was withdrawn from the patient together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The microcatheter used in the procedure was not returned for analysis. The device was received with the implant detached from the pusher. Inspection of the implant found the coil completely stretched from the proximal loop to the distal loop. The uv glue bonds on the device were found to have met specifications. The v-grip was returned with the device for evaluation and was found intact with no notable damage. The monofilament was removed from the pusher body coil and the tip was found to have a stretched tail shape. The implant was found separated from the pusher with no signs of activation using a detachment controller. The pusher's monofilament had a tail-like profile, indicating the separation of the implant was due to excessive tensile or retraction forces. The stretching of the implant coil is also indicative of said forces. The microcatheter used in the procedure was not evaluated as a part of this evaluation, it could not be determined if it had caused or contributed to the reported complaint.